Manufacturer narrative:
It was determined through investigation of the pcu device logs that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, device manufacture date. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an infusion of ifosfamide (ifex) and mesnex (mesna) was initiated at 1630. The rate to be infused was 83.3 ml/hr. At approximately 1815, the pump for the ifosfamide (ifex) was beeping and the fluid was found to be completed. The pump however indicated one (1) hour and twenty-three (23) minutes of infusion was remaining. No leakage observed on or around the patient. There was patient involvement but no harm.

Event description:
It was reported an infusion of ifosfamide (ifex) and mesnex (mesna) was initiated at 1630. The rate to be infused was 83.3 ml/hr. At approximately 1815, the pump for the ifosfamide (ifex) was beeping and the fluid was found to be completed. The pump however indicated one (1) hour and twenty-three (23) minutes of infusion was remaining. No leakage observed on or around the patient. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.